Manufacturer narrative:
Device not returned for evaluation. Device history record review did not show any issues.

Manufacturer narrative:
Corrected data - 3008262715-2019-00166 follow-up #1 filed in error. All data filed in follow-up #1 is incorrect corrected data - device returned is from lot number 26540, not 26403 as originally reported. Narrative - actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
4 probes frosted during pretesting.